Event description:
It was reported that the patient's pulse generator reverted to backup operation during a firmware upgrade. The patient experienced pectoral stimulation as a result of the backup operation. The device was successfully reprogrammed and the stimulation was resolved. Another attempt to upgrade the device's firmware was not made.